Event description:
It was reported that the small volume infusor bladder burst after filling with 10 to 20 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: ¿it was additionally reported that the device was being filled with a 90ml solution of octreotide 0.6 mg/die and morfina cloridrato 10 mg/die.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured october 2, 2014 to october 3, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection verified the ruptured reservoir. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.